Event description:
It was observed that during the device evaluation, the duodenovideoscope's biopsy channel had foreign objects. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the foreign object stuck in the biopsy channel was confirmed to be a plastic stent. There is a risk of clogging when attempting to retrieve the stent through the forceps channel, and the IFU does not recommend such an action. Therefore, it is determined that the event was caused by the user's handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.